Event description:
It was reported by the clinician that during placement of the ra-04020, they experienced difficulty. The spring wire guide (swg) was noted to be either too big or the needle was too small. The line became "stuck" in the pt and the respiratory therapist was unable to pull the swg forward or backward. The pt experienced numbness in their thumb. The caregiver lost the pt's pulse in the radial artery for four hours.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.